Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's eval of a spectrum pump, the device displayed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced. System error 105 was confirmed and caused by a torn motor flex. The motor assembly was replaced. (B)(4).